Manufacturer narrative:
(B)(4)

Event description:
It was reported the procedure was being performed in the micu. During insertion, the dilator became bent. The physician feels the dilator is too soft to dilate the tissue. As a result, a new kit was used to complete the procedure. There was a delay in treatment with no patient harm and no patient death or complications reported.

Manufacturer narrative:
(B)(4). The report that the dilator bent during insertion was confirmed. The customer returned one 8.5 fr x 10.2 cm dilator and several other components in the tray. The customer also provided three photographs depicting the components inside a plastic bag. The returned dilator had a slight bend near the tip. Microscopic examination determined that the tip was flared and whitened indicating that resistance was encountered. The extrusion graphic specifies an outside diameter of 2.82/2.87 mm and an inside diameter of 1.65 +/- .5 mm. The outside diameter of the catheter body was measured at 2.83 mm. The inside the diameter of the catheter body was measured at 1.651 mm (.065") using pin gages. The instruction booklet recommends enlarging the cutaneous puncture site with use of a scalpel before using the dilator to enlarge the site as required. It is not known if a (B)(6) was made prior to dilator insertion. A device history record review was performed and did not reveal any manufacturing related issues. Based on this evidence, operational context caused or contributed to this event. No further action will be taken.